Event description:
It was reported that when the rn attempted to flush the venous lumen, she felt moderate resistance. On second attempt, she heard the catheter "pop" above the clamp and she was able to clamp (which was open at the time she attempted the flush) the catheter. The patient was not harmed specifically from the event, however, is very ill.

Manufacturer narrative:
Currently, we are waiting for the sample to be returned for evaluation. When our investigation is complete, a final report will be submitted.